Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Recently, healthcare professional reported a right side deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 h6. Lab analysis summary the device related to the reported event of deflation was received on (B)(6) 2024. With lot number 2598112. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side deflation. Health professional confirmed events. The device has been explanted and replaced.